Event description:
It was reported via repair work order that the power cord was pulled out of the power inlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.